Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported a pd patient put tape around the connection due to a fluid leak where the baxter extraneal icodextrin solution and adapter connected. The pdrn stated the fluid leak occurred during treatment after the frangible on the baxter extraneal icodextrin solution bag was broken. Per pdrn a home visit was made to the patient to determine the cause of the issue, and the pdrn stated the connection between the luer lock connector and solution bag didn¿t tighten enough, which likely caused the fluid leak. The pdrn stated the patient ended up putting tape around the connection to minimize the leak and to prevent the connector from coming off the connection of the solution bag. Per pdrn the patient was trained on performing continuous cycler-assisted peritoneal dialysis (ccpd) therapy if needed and stated the patient was able to complete treatment when the issue occurred and confirmed no treatment was missed. Per pdrn no prophylactic medication was provided to the patient as a result of the reported event, and no adverse event occurred. Per pdrn the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported a pd patient put tape around the connection due to a fluid leak where the baxter extraneal icodextrin solution and adapter connected. The pdrn stated the fluid leak occurred during treatment after the frangible on the baxter extraneal icodextrin solution bag was broken. Per pdrn a home visit was made to the patient to determine the cause of the issue, and the pdrn stated the connection between the luer lock connector and solution bag didn¿t tighten enough, which likely caused the fluid leak. The pdrn stated the patient ended up putting tape around the connection to minimize the leak and to prevent the connector from coming off the connection of the solution bag. Per pdrn the patient was trained on performing continuous cycler-assisted peritoneal dialysis (ccpd) therapy if needed and stated the patient was able to complete treatment when the issue occurred and confirmed no treatment was missed. Per pdrn no prophylactic medication was provided to the patient as a result of the reported event, and no adverse event occurred. Per pdrn the sample was discarded and was no longer available for evaluation.